Event description:
It was reported that a patient experienced peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). The patient experienced diarrhea and vomiting. Later, the patient experienced peritonitis manifested by abdominal pain, fever, and cloudy effluent. The patient was hospitalized for the peritonitis. Treatment was not reported. The cause of the peritonitis was the diarrhea. Action taken with the capd therapy was not reported. It was unknown if the patient recovered from the events of diarrhea, vomiting and peritonitis.

Manufacturer narrative:
(B)(4). On an unreported date, the patient had ruptured viscus (ileum), also described as two holes/perforations in her ileum. On an unreported date, the patient experienced amoebiasis manifested by diarrhea and uremia. On (B)(6) 2013, the patient was hospitalized due to the amoebiasis. On an unreported date, the patient experienced septic shock, secondary to generalized peritonitis, which, in turn, was secondary to the ruptured viscus (ileum), manifested by vomiting and dehydration. On an unreported date, the patient was treated with intravenous (IV) fluids. On an unreported date dianeal therapy was discontinued. On (B)(6) 2013, the patient was treated with hemodialysis. On (B)(6) 2013, the patient died due to peritonitis and septic shock, secondary to generalized peritonitis, secondary to the ruptured viscus (ileum). It was not reported if an autopsy was performed. The outcome for the events of uremic and amoebiasis was not reported.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). Received follow up from local pharmacovigilance from the healthcare provider. The physician confirmed the cause of death was septic shock secondary to generalized peritonitis, secondary to ruptured viscus (ileum), end stage renal disease secondary to chronic glomerulonephritis. An autopsy was not performed. Per the physician the cause of the ruptured viscus may have been the complications of an untreated amoeba that caused the patient to have diarrhea. The cause of the peritonitis was the diarrhea. No further information was given at this time.